Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6)) failed functional testing due to fault 21 (position change does not coincide with motor direction) displayed upon powering on. The root cause of the observed fault 21 was a malfunctioning drive train motor, likely attributed to the device's aging. The autopulse platform was manufactured in 2015 and is over eight years old. Upon visual inspection, no physical damage was observed. The autopulse platform failed functional testing due to fault 21 displayed upon powering on. In addition, the brake gap was narrow (out of specification). The archive data review indicated the occurrence of user advisory (ua) 17 (max motor on time exceeded during active operation) and fault 08 (motor controller fault detected). The root cause of fault 21 and fault 08 was a malfunctioning drive train motor, and the root cause of ua17 was a narrow brake gap. The drive train needs to be replaced, and the brake gap needs to be adjusted to the specifications to address the observed ua and fault codes. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance, the autopulse platform (sn (B)(6)) failed functional testing due to fault 21 (position change does not coincide with motor direction) displayed upon powering on. No patient involvement.